Manufacturer narrative:
The measuring scale portion of equimat was returned for repair/evaluation after incident. Service report stated that the hook on the measuring scale was broken. Our service tech checked accuracy of scale measurement with broken hook and it failed. Our service tech replaced hook and a grommet; he then tested calibration and all functions again and found device to be accurate and functioning correctly. Hospital confirmed that measuring scale was returned and equimat w/scale is operating properly after repair and is back in circulation. The broken hook was most likely the cause for inaccurate measurment. It is recommended that equimat be returned for service/calibration once a year, this device had a broken measuring hook and had not been serviced since purchased by the hospital in april of 2000.